Manufacturer narrative:
The investigations found for 3 of the events: the investigation did not identify a product problem. The cause of the event could not be determined. The follow up actions for 1 of the events was that the field service engineer checked the instrument and no issues were identified. The follow up actions for 1 of the events was that the field service engineer checked the calibration, checked the control trace, and ran a performance check. All checks were acceptable. The follow up actions for 1 of the events was that the field service engineer found the cell syringe was dirty and replaced and cleaned tubing. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 3 malfunction events. Questionable non-reproducible results were generated by the cobas e 801 analyzer. The events involved a total of 3 patients with the following: 3 questionable results for elecsys ca 19-9 the patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. The patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.